Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0205969003, implanted: (B)(6) 2012, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported an implantable neurostimulator (ins) erosion through skin /tissue covering implant requiring explant. Unknown if any factors led to the event. The consumer presented with open wound and ins exposed, admitted to hospital and explant date planned for (B)(6) 2017 wherein the consumer would have both the ins and lead explanted. The issue was noted as not resolved at the time of the report. There were no further complications reported/anticipated.